Event description:
Initial report: this serious spontaneous case report was received from a physician via our affiliate in another country. This case involves a female pt who received polylactic acid (sculptra, lot number 1a6012, expiration date mar-2008) 4.5 ml intradermally for three months in 2007 for flaccidity. The pt was reported as having no relevant medical history. Concomitant medications included tibolone. 02-aug-2007, a sales consultant was informed by a physician, that the pt reported intense pain with a lot of edema, erythema and heat. The physician reported, that the pt did not present with any symptoms the other two times that polylactic acid was administered. Four days later, this case became serious. The physician informed the sales consultant, that the pt continued presenting with edema, but in minor proportion, with reduction of the polylactic acid reactions. The physician also completed an adverse drug reaction form, which indicated that the pt used polylactic acid from three months in 2007. In the third month, the pt started to present with intense edema, intense pain 24 hours after application, facial deformation, erythema, heat, and an inability to eat. The physician assessed the event as medically important in 2007. Corrective treatment included fexofenadine 120 mg and piroxicam sublingual. On 07-aug-2007, the physician was contacted by the local affiliate. The physician reported that she applied polylactic acid interdermally in the mandible area, zygomatic sulcus, genian sulcus, and neck. The reaction started 1 day after the application with intense edema, and facial deformation associated to local pain, rubor local heat and impossibility to open the mouth. According to the physician, the neck area was not affected because another batch number was used in that area (batch number not known by the physician and the dilution used would be bigger than the dilution in the face. The pt was reported as recovering. Reporter's assessment of causal relationship: highly probable. Add'l info received on 08-aug-07: a product technical complaint was initiated for this report. Addendum for follow-up received on 09-aug-07 and 10-aug-07. Results: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. The review of the DHR (device history report) and of the analytical results of the involved batch didn't show any anomaly that could be related to the event that occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. The physician reported, that the facial deformation was complete because, the pt's face stayed swollen and because of the oedema, she neither could open her mouth nor eat correctly. The pt did not present with any symptoms during the other two applications. She confirms that the reactions started in 2007, one day after the third administration of sculptra. The pt did not undergo any exam. She is recovered except in the nasogenial area that she is still presenting with hardening and the skin is a little bit dry because of the inflammation. The physician reconstituted sculptra only with sterile water (6 ml) and she did not use any kind of topical anesthesia. She applied a total volume of about 4 ml (around 2 ml in each side of the face).

Manufacturer narrative:
Initial report: this report was received via our affiliate in another country. A pt received polylactic acid (lot number 1a6012, exp. Date mar-2008) 4.5 ml intradermally for three months in 2007 for flaccidity. On 2-aug-07, a sales rep was informed by an md that the pt reported intense pain with a lot of edema, erythema & heat. The md reported, that the pt did not present with any symptoms the other two times that polylactic acid was administered. The md informed the sales rep, that the pt presenting with edema, but in minor proportion, with reduction of the polylactic acid reactions. The md also indicated that the pt used polylactic acid for three months in 2007. The third month, the pt started to present with intense edema, intense pain 24 hours after application, facial deformation, erythema, heat, & an inability to eat. Corrective treatment included fexofenadine 120 mg & piroxicam sublingual. On 7-aug-07, md contacted. The md applied polylactic acid interdermally in the mandible area, zygomatic sulcus, genian sulcus, & neck & 1 day after the application, she developed intense edema, & facial deformation, local pain, rubor, local heat & impossibility to open the mouth. Md stated the neck area was not affected because another batch was used in that area (nos) & the dilution used would be bigger than the dilution in the face. Pt. Recovering. Casual relationship: highly probable. Addendum for follow-up received on 09-aug-07 & 10-aug-07. Results: brr: without hint to root cause. No faults, defects, damages detectable. Conclusion: no faults detectable. The md reported that the facial deformation was complete because the pt's face stayed swollen & because of the edema, she neither could open her mouth nor eat correctly. The pt did not present with any symptoms during the other two applications. She confirms that the reactions started in 2007, one day after the 3rd administration of sculptra.